Event description:
Pump declared a cartridge change error, prompting a report. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump components, ultimately allowing the customer to successfully load the cartridge and resume insulin delivery.